Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue where the tubinf detached from connector on (B)(6) 2024. This issue led to an increase in blood glucose level, which was treated with correction injection via multiple daily injection. No further information available.